Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, the alleged usb cable issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the usb charging cable melted. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.